Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during preparation for an unspecified procedure, the subject device displayed error e218 and had stripes in the image. The procedure was completed using a similar device, with no reports of surgical delay or patient harm.

Event description:
It was reported that, during preparation for an unspecified procedure, the subject device displayed error e218 and had stripes in the image. The procedure was completed using a similar device, with no reports of surgical delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding (distal end) damage and broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.